Manufacturer narrative:
The date of the initial procedure to apply the filshie clip is not known. The subject clip was returned and forwarded to femcare-nikomed, the manufacturer. This report will be supplemented when results from femcare-nikomed are received. (B) (4).

Event description:
During a laparoscopic appendectomy, a loose filshie clip was found at the operative site. The clip was removed.